Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the physician was unable aspirate sheath. To try and resolve the issue, the catheter was removed, and aspiration was reattempted, but it still would not aspirate. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. The sheath was returned with its native dilator still inserted which resulted in the removal of the dilator to proceed with further analysis. An attempt to evaluate the leak and aspiration performance of the returned device was unsuccessful, as deionized water was observed to leak from the hemostatic valves which compromised the sheath's ability to seal pressure and fluid to assess the device's performance. Inspection of the hemostatic valves found the internal valve torn by the center slit on the inner face, compromising the valves' ability to seal pressure and fluid within the sheath. The valves were also confirmed to be deformed due to the prolonged insertion of the dilator, which was the main cause of the failure during preparation for leak performance testing. The deformation of the hemostatic valves was caused by the prolonged insertion of the dilator, as the sheath was returned with the dilator still inserted. Based on the complaint summary, the insertion of the dilator was not mentioned which indicates it must have occurred during the transportation or storage of the device and accessory. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the physician was unable aspirate sheath. To try and resolve the issue, the catheter was removed, and aspiration was reattempted, but it still would not aspirate. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.